Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drugs being delivered were 1,000 mcg/ml fentanyl at 199.9 mcg/day which was changed to 15 mg/ml morphine (unknown) at 0.72 mg/day. The reason for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient had the fentanyl in her pump changed to morphine last week (prior to the call date of 2019-aug-03). The patient was not doing well with the morphine so they filled the reservoir with fentanyl again on friday ((B)(6) 2019) and tried to aspirate the catheter but were unsuccessful, so they programmed a bridge bolus. The physician is looking to turn the pump down now to minimum rate mode. The rep is calling to confirm if programming the pump to minimum rate mode will cancel the bridge bolus. It was confirmed that once the pump is updated to minimum rate mode, the bridge bolus is cancelled, and minimum rate mode starts immediately after the update. There were no symptoms reported. The change in therapy was noted as ¿sudden.¿ the rep was to follow up with the hcp. Additional information was received on 2019-aug-08. The rep stated that they were doing the system contents removal procedure on the date of the call. They reviewed steps for system contents removal. It was confirmed with the caller that all old drug will be out of the system after another aspiration based on the how much drug was delivered from last week until today. There were no further complications reported/anticipated.